Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reiterated report of previous ins being a little off center, not helping much and not lasting as long as anticipated/battery allegedly depleting due to high settings. Patient stated their healthcare provider showed them images of the old ins being crooked and the new on being better positioned in (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s therapy had not been working well since 2019. They noticed last month that they were not getting relief. The patient saw the ins icon on the programmer screen but was not sure what this meant. They had replaced the batteries in the programmer. Using the programmer, it was determined that the patient was on program 1 at 7.3 volts and the stimulation was on. Patient responded to a letter who noted they have a pre-op scheduled for (B)(6) 2019, another pre-op for (B)(6) 2019, and a surgery to replace the battery on (B)(6) 2019. The circumstances that led to the not getting therapeutic relief was due to the battery being very low and needing replacement. Additional information was received on (B)(6) 2019. Patient reported that the ins was implanted crooked and not straight. It helped some but not much the patient was redirected to their healthcare professional (hcp) for consultation. There were no further complications reported or anticipated.